Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had the glass break during use. The following information was provided by the initial reporter: "material no. 362753 batch no. 0290174 it was reported that there were three incidents of the tube shattering. Per email: I would like to raise a safety concern regarding these tubes. We have been using your cpt tubes since march for a covid study. In the past week, with this batch (catalog # 362753, lot # 0290174) out of 20 we have already had 3 shatter; one while centrifuging (1800xg for 20 minutes), one after blood collection, and one appeared to spontaneously shatter when the nurse went to draw blood. This is obviously highly unsafe for both the patients, healthcare providers, and researchers involved. Not to mention, these tubes are extraordinarily expensive. Please address this issue. If this is not addressed satisfactorily we cannot continue and will have to find alternatives like using lymphoprep tubes. I may have to caution other researchers at my institution regarding the safety hazard associated with the cpt tubes as this is completely unacceptable.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 1/29/2021 h.6. Investigation: bd received twenty (20) samples and two (2) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for glass breakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. The retention samples were inspected with no issues being identified. Based on the investigation, a root cause could not be determined within the scope of this evaluation. : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer¿ cpt" cell preparation tube with sodium heparin had the glass break during use. The following information was provided by the initial reporter: "material no. 362753, batch no. 0290174. It was reported that there were three incidents of the tube shattering. Per email: I would like to raise a safety concern regarding these tubes. We have been using your cpt tubes since march for a covid study. In the past week, with this batch (catalog # 362753, lot # 0290174) out of 20 we have already had 3 shatter; one while centrifuging (1800xg for 20 minutes), one after blood collection, and one appeared to spontaneously shatter when the nurse went to draw blood. This is obviously highly unsafe for both the patients, healthcare providers, and researchers involved. Not to mention, these tubes are extraordinarily expensive. Please address this issue. If this is not addressed satisfactorily we cannot continue and will have to find alternatives like using lymphoprep tubes. I may have to caution other researchers at my institution regarding the safety hazard associated with the cpt tubes as this is completely unacceptable.